Manufacturer narrative:
The customer¿s device was requested for an investigation, but has not been returned. The investigation is ongoing.

Event description:
The initial reporter stated the base of an accu-chek inform ii meter was not charging and the left contact of the base had a black mark. The customer stated the black mark on the base was "like it was burnt." The customer confirmed there were no black marks on the meter, and the meter's power and supply were fine. There were no signs of fire, smoke, or odor.

Manufacturer narrative:
D9 and h3 were updated. The customer's meter was returned for investigation. A visual examination of the returned meter was performed and revealed that the left contact was corroded. The investigation determined that maintenance was the root cause of the issue.